Event description:
Infection developed and no osseointegration was achieved after concurrent placement of pepgen p-15 putty bone grafting matrial and an implant. As a result, it can be presumed that and an implant. As a result, it can be presumed that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.

Manufacturer narrative:
Failure to osseointegrate and developed of infection are inherent risks of the procedure known to doctor and pt before the procedure is initiated and are dependent on many factors including the pt's age, sex, health, and social history, the type and size of the defect being grafted, and graft placement technique. Though pepgen will remodel to bone at a similar rate as natural bone in a pt, it is impossible to determine the specific resorption rate of any bone grafting material, material placed in an area of low vascularilty and little osteogenic ptential will take much longer to remodel to bone than if placed in a much active site. Considering this and the available info, this event does not appear to be a result of a malfunction of the device. The implant loss will be reported via asr. The lot number was provided for evaluation, though results are not available as of this report. Please note that this event and the event documented under report number 1721411-2006-00245 involve the same pt.